Event description:
Infusion rn informed pharmacy of set issue. Upon unclamping last clamp from set (after filter) portion of plastic tubing attached to spiros detached. Pharmacy remade entire infusion.